Manufacturer narrative:
Three lock screws were received and evaluation was conducted. Visual inspection showed two of the three lock screws had incomplete lock downs and one shows evidenced of being lock down completely. Labeling review: "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct..."

Event description:
On (B)(6) 2018 patient underwent a procedure to extend an existing construct due to adjacent segment disease. During the procedure it was noted the right side l5 level set screw had backed out and the l3/l4 lock screws were loose. As per reporter surgeon stated patient had suffered a fall but was unclear as to when the event had occurred.